Event description:
It was reported that shortly after implant this right ventricular (rv) lead threshold continued to rise to the point of no capture. An x-ray revealed a small, contained, perforation near the right ventricle outflow tract, without effusion and a small pneumothorax was noted. This patient required a chest tube to equalize pressure. This lead was subsequently explanted and replaced with a new rv lead. No additional patient adverse effects were reported. This lead will not be returned to boston scientific for analysis.